Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole at each access site prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide suture took and was successfully preplaced. A second proglide was deployed. When the device was being removed, the suture would not release. The third proglide failed and there was resistance removing. The device was yanked out, and a dissection was noticed. Bleeding was controlled with a 14f sheath. The tavi procedure was completed. As access was available from the lcfa, the rcfa was closed by using a balloon tamponade from the lcfa. A fourth proglide device was used after the tavi procedure for closure of the 6f hole in the lcfa. After deployment, the footplate did not close completely. It was removed without any adverse patient effect. Hemostasis was achieved with manual compression in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole at each access site prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide suture took and was successfully preplaced. A second proglide was deployed. When the device was being removed, the suture would not release. The third proglide failed and there was resistance removing. The device was yanked out, and a dissection was noticed. Bleeding was controlled with a 14f sheath. The tavi procedure was completed. As access was available from the lcfa, the rcfa was closed by using a balloon tamponade from the lcfa. A fourth proglide device was used after the tavi procedure for closure of the 6f hole in the lcfa. After deployment, the footplate did not close completely. It was removed without any adverse patient effect. Hemostasis was achieved with manual compression in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: after the second proglide became stuck, the device was pulled back hard to remove. The third proglide was noted to have the suture not release and became stuck. The device was yanked out, and a dissection was noticed. Bleeding was pulsatile and controlled with a 14f sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.